Manufacturer narrative:
(B)(4) d10 - medical product nexgen rotating hinge knee cemented option femoral component left size d item# 00588001401, lot # 64862699. Nexgen rotating hinge knee articular surface 12mm size d item# 00588004012, lot# 65245338. Nexgen tibial component size 3 item# 00588000300 lot# 64678461. Nexgen posterior femoral augment 10mm size d item# 00599003402 lot# 64632317. Nexgen posterior femoral augment 10mm size d item# 00599003402 lot# 64649172. Nexgen distal femoral augment 10mm size d item# 00599003420 lot# 63203912. Nexgen distal femoral augment 10mm size d item# 00599003420 lot# 64649210. Nexgen stem extension 10mm x 100mm item# 00598802012 lot# 64631222. Nexgen tibial full block augment size 3 10mm item# 00588000310 lot# 63851108. Nexgen long straight stem extension 12mm x 155mm item# 00598801112 lot# 64094709. G2 - australia h10: this device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2024-02649. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided for the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to femoral implant loosening. The patient was converted to a segmental femoral system due to severe bone loss. Initial operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.